Event description:
It was reported that the ilet app was perceived to alarm repeatedly despite no active alerts, with the app showing a dexcom reading of 110 mg/dl while a contemporaneous fingerstick measured 167 mg/dl, and the user also experienced a nocturnal low that resolved after waking without treatment; the medical device problem and component were not specified due to insufficient information. Symptoms included hypoglycemia during sleep, likely related to compression, that self-resolved. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.